Manufacturer narrative:
Exemption number e2015055. The 10 devices were received for evaluation; the events were confirmed during testing. Evaluation found that 9 of the devices were affected by corrosion and 1 device was affected by worn components. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events, in which the devices overheated. There was no patient involvement with 3 reported events; no patient impact. There was patient involvement with 4 reported events, which one of these events was reported to have occurred during an ent procedure; no patient impact. There was patient involvement with 1 reported event; the user reported that the drill was too hot to hold but no other impact. There was unknown patient involvement with 2 reported events; unknown patient impact.